Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during setup for a cryoablation procedure, the sheath was opened and the tray was taken out of the package and placed on the sterile table. Upon removal of the top plastic cover a hair was observed in the tray. The physician replaced the sheath and discarded it. No patient complications have been reported as a result of this event.